Manufacturer narrative:
The treatment tip was unavailable for return. Final test verification specifications were found acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The datacard log was returned for evaluation. The error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. Errors related to customer technique. According to thermage cpt system technical user¿s manual (B)(4) burns, blisters, scabbing, and erythema are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the handpiece and system performed as expected. The customer reported no system errors or anything out of the ordinary occurred during treatment. Based on the available information, burns, blisters, scabbing, and redness are known possible patient reaction to thermage treatment. It was reported the patient would not experience permanent damage or scarring. The most probable root cause is a known procedure complication. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.

Manufacturer narrative:
The review of the system/data logs has been completed. The handpiece and system performed as expected. The system logs do not indicate there was any handpiece or system issue present. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The investigation is ongoing.

Event description:
The user facility reported a patient experienced a burn with blistering on the cheek/neck area. The patient felt no pain during the treatment. The patient received extra strength tylenol and 0.025 topical corbetasol. Photos of the patient were provided and reviewed. The burn and blisters are visible the day after the procedure and after 10 days there were crusts visible. No permanent damage or scarring is anticipated. The highest energy level used was 2.5 on the forehead and 4 on the cheeks, and 2 on the neck. The tip was inspected prior to use. Nothing out of the ordinary was observed, except that the tip felt cold.